Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Lcd (liquid crystal display) lens is cracked. Upper and lower cases are contaminated and broken. Battery release, battery drawer, ring cover, and lead flex cover are contaminated. One side bail cover is broken. Battery contacts are compressed and contaminated. Battery flex and heart lead flex are corroded.

Event description:
It was reported that the lower screen on the external pulse generator was cracked. The generator was returned for repair. It was indicated on the return paperwork that there was no patient involvement associated with this event.